Event description:
It was reported that this pacemaker and right atrial (ra) lead had triggered a lead safety switch from bipolar to unipolar due to high out of range impedances greater than 3000 ohms. Review found that there were two previous alerts for high impedances over the past few years, and noise that was seen after the initial lead safety switch occurred years ago. The lead was tested in unipolar with good measurements. The patient had an underlying around 55bpm with good conduction, however technical services suggested to discuss programming options of dddr in unipolar or vvir with the atrial lead off with the physician. No adverse patient effects were reported. The system remains in-service.